Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 500 mg/dl at the time of the incident. The customer used the pump and manual injections to treat. The customer experienced symptoms such as weakness and confusion. The customer was wearing the insulin pump during the incident. The customer believes the pump was under delivering as they did not receive an alarm when insulin was not being delivered. A no delivery alarm was found in the pump history. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.